Event description:
Caller states the pt tested 7.6 inr on the coaguchek s system and approx 5.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.